Manufacturer narrative:
The x-ray tube was returned to ge healthcare for investigation. Signs of abrasion adjacent to a quick disconnect on the hose were observed. In addition, the end of the hose showed significant fraying of the metal braiding, and the hose was pulled out of its fitting with no hose clamp remaining. This failure appears to be similar to other historical failures caused by improper verification of the gantry rotation clearance during installation or routine service. According to the service record, the x-ray tube was replaced 4 ½ months prior to the date of the reported event. No other major components were replaced since that time. The field service engineer (fse) did not recognize any issues during routine service. Based on the investigation, the most likely root cause was the damage to the hose and scratch marks on the stationary parts, which indicates that the hose had hit the stationary frame repeatedly. Repeated contact with the frame could cause stress on the weld joint of the hose on the radiator. The joint was broken and removed from the heat exchanger, and had hit the top, side and some stationary parts. The hose was torn, and both side covers and the right top cover had fallen off the gantry. From observation, the hose from x-ray tube was loosened and contacted to stationary part then finally the hose was removed from the x-ray tube. The wear on the hose likely occurred over time since x-ray tube installation or other service event. If the interference is minor, this failure can take some time to occur by wearing through the rubber covering. From previous experience, it is considered that clearance between the hose and the stationary frame was small. Overall, the root cause of the incident is improper cable securing and incomplete gantry rotation check by lack of attention for the replacement process.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted after the investigation has been completed.

Event description:
It was reported that during tube warm-up the operator heard a noise followed by the gantry covers being ejected from the gantry. No one was in the exam room at the time of the event and no injury was reported.